Event description:
Patient utilizing a respironics trilogy evo ventilator, services began (B)(6) 2024. Dme(durable medical equipment) provider received a phone call from the patient's caregiver on (B)(6) 2024 the patient expired. The caregiver states the equipment did not alarm and remained operable after the patient expired. The (B)(6) medical examiner collected the ventilator and took with them prior to the dme company arriving to the residence to pick up the equipment for evaluation and troubleshooting. As of 2/21/2024, the dme company does not have the equipment on property as it remains with the (B)(6) medical examiners.